Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly, as pressing the pump did not result in an erectile response and a decrease in reservoir fluid volume was noted. Upon inspection, a hole in the tubing near the anterior portion of the pump, along with associated fluid loss, was identified. As a result, the pump was explanted and replaced. The reservoir was refilled. No patient complications were reported.